Event description:
A caller reported multiple alarms, specifically alarm 2 followed by alarm 26, which corresponded with an occlusion issue causing the customer's blood glucose to exceed 500 mg/dl, resulting in a "high" reading on the continuous glucose monitor. To address this high blood glucose level, the patient performed a correction injection using multiple daily injections. The customer did not require assistance from a third party. Technical support provided instructions to resolve the occlusion issue, including steps to disconnect tubing, tighten connections, and deliver boluses, with warnings that the insulin on board would be affected. Despite recurring alarms, bolus procedures were eventually completed successfully, and the customer was advised to replace supplies as needed and continue insulin therapy, with follow-up assistance provided.